Event description:
It was reported that during a colectomy procedure, anvil pin dislodged. After clipping the anvil on the stapler and after closing the abdomen, the anastomosis was completed with the device. When the device was removed it, the surgeon saw the anvil was stuck into the colon, upstream the anastomosis, in intra abdominal position. The surgeon opened the abdomen again and cut the colon at the anastomosis to remove the anvil and performed a second anastomosis. The abdomen was closed. Another device was used to complete the procedure. Procedure was prolonged. The patient is fine. No patient consequence reported. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Dislodged component (guide detached from casing): (B)(4). The surgeon is quite experienced with the product, it is unlikely an user error. The analysis results found that the instrument arrived in good visual condition without staples present and with the washer cut. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing, it is possible that there was not sufficient adhesive applied. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.